Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: opening of valve. Leak test and microscopic analysis was performed which identified: opening crack on valve, delamination (<75% partial separation), white particles inner the shell and wear abrasion. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure). A cracked valve seat diaphragm valve.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Clarification: device serials provided as (B)(4) side unspecified.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.